Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 20 mg/dl. The customer was given glucagon shot. The customer stated that his site got clogged up and he was not getting insulin all day. The customer took too much insulin which caused the low. The customer was wearing the insulin pump during the hospitalization. The customer stated that the pump also alarmed no delivery. The insulin pump will not be returned for analysis.